Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon indicated that the consumer's reported events were not related to her iol or the surgery. He reported that her eye condition and treatment was caused by her pre-existing dry eye syndrome, which she has been diagnosed and treating for years. The device is not the cause or contributor to the initial reported event.

Event description:
A consumer reported that after she had an intraocular lens (iol) implanted, her left eye has been sore to the touch and dry. She was prescribed artificial tears and steroid eye drops for treatment. She is continuing her eye care treatment as scheduled by her surgeon. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).